Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the system error 105 caused by severed motor mount screws the failed motor assembly (including the screws) was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 322. It was also reported that there was no pt injury.